Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned due to facility policy.